Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 10.5 cm to 11.0 cm from the connector pin which exposed the outer coil. The abrasion was consistent with constant friction with another implantable device.

Event description:
It was reported that the right ventricular lead was oversensing noise. An insulation abrasion was suspected. The lead was explanted and replaced.